Event description:
The lead was returned to the manufacturer after being explanted due to an infection that was caused by a peripheral procedure. The lead subsequently tested out of specification during the manufacture's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, outer tubing overlay was breached cut, there was exposed defibrillator coil with a white substance, the outer insulation had a cosmetic depression, there was tissue on the helix, there was blood in/on the helix mechanism (sleeve head) and the lead was stretched.